Event description:
Resident was checked at approx. 2:45 a.m. By hst (certified nursing assistant). Resident was laying in the middle of the bed on their back. Staff discovered resident at 5:30am rounds. Residents head and neck between the mattress and side rail rest of body kneeling on floor toward bed, knees in mat by bed arms down flat. Family insisted on use of side rail for resident for positioning in bed. Family signed consent for use of side rails. Facility interventions included perimeter mattress on bed, a tabs alarm, bolster between mattress and siderail, low bed and safety mat on floor.